Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery from the reservoir. The customer's blood glucose reading was unknown. The customer stated that she had to prime the pump and change it out several times. The customer stated that the cannula is turned sometimes. The customer stated that the alarm was resolved by a reservoir change. The customer did not want to return the reservoir and set for analysis. The customer will be sent replacement reservoir sets.